Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neuro stimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor patient reported that they had programming adjustment but the program does not seem to be working. Patient further stated right now symptoms are like it was before implant. Patient further stated that they are not emptying their bladder all the way. Additional information was received and patient changed from program 3 with stimulation of 3.0 to program 4 stimulation of 2.0 and felt comfortable in the bicycle area. No further complications were noted or anticipated refer to already reported event: (B)(4) - electronic/shocking stim.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received and patient stated that they were not emptying bladder all the way due to an unrelated medical condition. They also stated that they were able to increased stimulation and changed their program to 3 which only worked for a while and they kept increasing and had bladder spasm. So they changed to program 4 which seems to work and they now only increase occasionally. No further complications were noted or anticipated